Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump and was assisted by technical support in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.